Event description:
It was reported to boston scientific corp that a pt received a transobturator mid-urethral sling procedure, date of the procedure unknown. Post procedure examination that occurred in 2007, it was noted that vaginal erosion had occurred. The physician needed to trim the mesh and cover it to secure the device correctly. A full recovery is expected. No further info forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. We are unable to determine the relationship between this device and the cause for this event at this time. Our direction for for use outline appropriate placement, access and maintenance procedures. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family with regard to the reported failure mode.